Event description:
It was reported that the patient had recurrent driveline infections with history of vancomycin-resistant enterococcus (vre) and methicillin-resistant staphylococcus aureus (mrsa) status post multiple driveline debridement's and revisions. The patient would undergo heartmate 3 to heartmate 3 exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Related MFR numbers #2916596-2023-08847, #2916596-2023-08846, #2916596-2024-00220. Manufacturer's investigation conclusion: the new pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient symptoms included purulent drainage, elevated white count, fevers/chills and pain at exit site. The patient underwent a heartmate 3 exchange on (B)(6) 2023. The patient was stable after the exchange and was treated with multiple antibiotics. The infection was not thought to be fully resolved yet.